Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy, the jaws could not be opened during use. The device was removed from the patient. After that clips were jammed when the device was fired to check its function out of the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.